Event description:
The customer contacted stryker to report that their device unexpectedly shut down. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and could not duplicate the reported issue. Stryker found the device needs a replacement power pcb to resolve the reported issue however, the part is not available and the device cannot be repaired. Further root cause is unable to be determined due to the device being scrapped.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. There was no patient involvement reported with the event.